Event description:
This ra lead was explanted and replaced because it was found pulled back during an rv lead revision. Md believed that this lead was going to dislodge, so he chose to replace it.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.